Event description:
A purchasing agent reported that an intraocular lens (iol) was explanted due to glare. In a follow up, the surgeon reported the outcome of the event as "good" and that in her opinion the device did not cause/contribute to the event.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested by fax and mail on 01/30/2009 and by phone on 01/29/2009 and 02/16/2009. A completed questionnaire was received on 02/26/2009.